Manufacturer narrative:
(B)(4). The device has been received; however, the evaluation has not yet been completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the pouch of the minicap transfer set was not properly sealed. This was noticed prior to patient use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned to baxter and the evaluation is complete. A visual inspection was performed under clemex intelligent microscope and it was noted that the pouch seal was open, with no transfer of tyvek noted. The reported problem was identified and the cause was determined to be manufacturing related. Should additional relevant information become available, a follow-up report will be submitted.